Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that "ctsu" was being infused using protocol "argx-113-2003." However, the infusion ran longer than intended. It was further noted through clinician notes that an additional eleven (11) ml was added to the pump for the entire bag to infuse completely. There was patient involvement, but no harm.